Event description:
Right arthroplasty total knee performed (B)(6) 2016. Ambulation pump containing 600 ml ropivacaine 0.2 percent started at 8 ml/h at 10:04. Pump was obtained from pharmedium lot 16327089s, and dispensed by our hospital pharmacy. Upon routine check of pump on (B)(6) 2016 at approximately 13:00, the pump was determined to be appropriately full. Four hours later, when nurse was checking patient for discharge, pump was found to be completely empty. The patient's dressing was damp with serosanguineous drainage. Catheter was removed by anesthesiologist and patient was transferred to (B)(6) for monitoring of potential local anesthetic toxicity. No signs or symptoms of toxicity were noted and patient is scheduled for discharge (B)(6) 2016. Service code am103p exp date 12/30/2016.